Event description:
On novembr 28, 2006, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultrasmart meter was reading inaccurately high. The senior medical affairs specialist spoke with the patient on november 29, 2006 to obtain/clarify information. The gestational diabetic (2nd trimester) obtained a 79 mg/dl piror to lunch on november 22nd, administered 40 units of novolog insulin, and ate lunch. Patient administers 40 units of novolog prior to each meal. She had been advised by her physician to contact her in events of extremely high or extremely low blood glucose prior to administering insulin. One hour later, she obtained a 119 mg/dl on the reported meter. She took a nap and overslept by two and half hours. The patient is required to test every two hours. Upon waking, she described feeling shaky and sweaty. She tested and obtained a 169 mg/dl and 170 mg/dl one hour prior to calling lfs. She administered self-care by taking a glucose tablet. A retest was performed on her mother's accucheck meter and a result of 99 mg/dl was obtained. She contacted her physician and was advised to go to the ER if she developed any symptoms. No further treatment was sought. The customer care advocate (cca) verified that the calibration code and unit of measurement were set correctly. The test strips were in good condition, within expiration date, stored properly, and not opened longer than the discard date. The cca walked the patient through a control solution test and the result fell outside the specified range. A retest was performed using a new of test strips and the result fell within specifications. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reported lot of test strips failed quality control testing, the patient obtained a result of 79 mg/dl, administered her usual insulin dose of 40 units of fast acting insulin, ate lunch, developed symptoms of sweaty/shaky three and half hours late, obtained a 169/170 mg/dl while experiencing symptoms, and administered self-care by taking a glucose tablet.

Manufacturer narrative:
Lifescan has requested the returned of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.